Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-aug-2019 the following findings: during investigation, the pump alarm history verified a watchdog alarm on the complaint date. The pump booted to verified screen with consistent vibrate and progressed to a cs 88 watch dog alarm shortly after. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Report late due to transition from vmsr program

Event description:
On (B)(6) 2019, the reporter contacted animas, alleging a audio tone/vibration (vibration issue) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the reported issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.